Event description:
It was reported that the patient had been falling ¿a few times.¿ the patient had also developed a pressure ulcer on the pump site. The initial plan was to move the pump from the buttock to the abdomen; however, the doctor determined the patient could not have the pump implanted in the abdomen due to past abdominal surgery. The pump was explanted on (B)(6) 2014. No device malfunction was alleged. Patient outcome was not provided. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).